Event description:
It was reported that during the pump refill 16cc were still in the reservoir, when the expected reservoir volume was only 5.8cc. The patient showed withdrawal symptoms including loss of pain relief. The patient had undergone an MRI in 2008. Just before the MRI the pump was stopped by the physician and then reprogrammed afterwards. The logs showed a pump rotor stall had occurred the following month. The patient did not report hearing the critical alarm. The physician performed a rotor study twenty two days later, and noticed the rotor did not turn. The pump was replaced. The patient was doing fine with excellent pain relief following the pump replacement. The drug contained in the pump was morphine.

Manufacturer narrative:
Analysis results were no available at the time of this report. A follow-up report will be sent when analysis is completed.